Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states he tested 8.0-8.9 inr and 8.0-8.9 inr on the coaguchek xs system and 3.1 inr on a professional system. Caller states his warfarin was increased because of the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.